Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy dialysate, abdominal pain and nausea. The breach in aseptic technique was further described as the patient did not a wear mask. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient began treatment with ceftriaxone (1 (unit not reported), two times a day, intraperitoneal and duration not reported), heparin (2.5 (unit not reported), two times a day, intraperitoneal and duration not reported), and gentamycin (40 mg, two times a day, intraperitoneal and duration not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.